Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley tray had 2 syringes with lubricant instead of one and was missing the syringes with saline for balloon inflation.

Event description:
It was reported that the foley tray had 2 syringes with lubricant instead of one and was missing the syringes with saline for balloon inflation.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "human error ". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.